Event description:
It was reported, a 'consumer had a uti shortly after use' of this catheter. Consumer said there was nothing wrong with the ultram16c catheter it was not defective it was just him as he inserted it without much practice the first few times that caused his uti. No additional information was provided.

Manufacturer narrative:
A2: sex, male. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.